Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: a review of the black box showed voltage drops which resulted in the battery alarms. Unexplained power on reset events and battery alarms following power on reset events. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged and a test battery cap was used for all testing. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. Additionally, the audio bolus button cover was torn but responsive. A leak test was performed and failed due to a leaks in the battery compartment, and the audio bolus button cover. The pump case was removed to find no evidence of additional moisture inside the pump. The battery life issue was not duplicated during the investigation.